Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the ventilator alarmed with a watchdog time failed occurrence. The customer reported the unit was not in use on patient.